Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported by the customer that prior to use the cs100 intra-aortic balloon pump (iabp) can't fill gas. There was no patient involvement reported.

Event description:
N/a.

Manufacturer narrative:
Additional information: (B)(6). A getinge field service engineer (fse), perform function check, safety disk leak test fails, check male luer fitting of iab fill port is loose, fill gas does not work, alarm auto fill failed re-tighten male luer, tighten safety disk leak test passed test balloon the machine can be used normally. The fse completed all safety, functionality, and calibration checks and all tests passed to factory specifications. The equipment was cleared for customer use.